Event description:
Customer reportedly obtained a result of 4.0 mmol/l on the advantage system and subsequently had a seizure. The paramedics arrived at some point and obtained a result of 2.0 mmol/l on their device. No treatment info provided. Requested return of suspect system for evaluation.